Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter inside the patient. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be okay post procedure.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the clip assembly mashed on to the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were locked in to the capsule. There was a kink in the control wire. Product analysis confirms the reported problem event. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter inside the patient. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be okay post procedure.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.